Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) went into safety mode and exhibited premature battery depletion (pbd). The device was explanted and replaced. No additional adverse patient effects were reported.